Event description:
It was reported that patient enrolled in a clinical study and underwent a left femoral resurfacing procedure on (B)(6) 2009. It was further reported that patient underwent a hip procedure on (B)(6) 2010 due to an unknown reason. During post-operative monitoring, unspecified adverse wear and deep infection were noted on (B)(6) 2011. Subsequently, patient underwent an irrigation and debridement procedure on an unknown date. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product identification and expiration date - unknown. Date explanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2009. Subsequently, the patient experienced an infection noted on (B)(6) 2010. Subsequently, patient underwent an irrigation and debridement procedure on an unknown date. There has been no reported revision procedure. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2010. Subsequently, the patient experienced an infection noted on (B)(6) 2010 and patient underwent an irrigation and debridement procedure on (B)(6) 2010. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. Corrected data: the complaint description incorrectly reported the initial procedure as a femoral resurfacing procedure, this should be reported as a total hip arthroplasty.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, the patient experienced an infection noted on (B)(6) 2010 and patient underwent an irrigation and debridement procedure on (B)(6)2010. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.